Manufacturer narrative:
There was no device available for analysis. The reported patient symptom is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to atrophy. A new artificial urinary sphincter was implanted. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptom is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to atrophy. A new artificial urinary sphincter was implanted. No further patient complications were reported.